Manufacturer narrative:
Document review: amistem h cementless femoral stem size 2 lat: (B)(4) / lot 140023 ((B)(4)): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Amistem h broach size 2 - reusable instrument: (B)(4) / lot 1212257 ((B)(4) produced on 19 june 2013): al parameters were found to be in accordance with the specifications valid at the time of manufacturing. From the data collected, there are no evidences that the event is device related. A follow up will be submitted, in case of new outcomes during the investigation.

Manufacturer narrative:
This is the first follow up to the original MDR 2014-00096.

Event description:
Due to the femur not sitting flush during initial implantation, the femur has subsided farther cause the doctor to revise the femur. The surgeon also noticed intraoperatively that the femur was fractured.

Manufacturer narrative:
The r&d director checked the x-rays confirming the subsidence of the stem. The retried broach was measured by quality control operator resulting to be in accordance with the specifications valid at the time of production.

Event description:
After broaching with a #2 broach, the surgeon implanted a size 2 amistem and the stem sat about 4mm lower than the final level of the broach. To accommodate for the stem sitting lower, the surgeon used a larger head and the surgery was completed successfully. (B)(4).